Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis in a guide catheter. A visual examination of the stent found slight damage to distal stent row 8. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 241 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jan-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion contained a lesion bend between >45 and <90 degrees and was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.